Manufacturer narrative:
The facility reported to the company sales rep that the surgeon attempted to retract the ring into the cannula with the inserter by engaging the ring at the strut portion or the ring rather than the scroll portion. This technique exerted undue forces on the ring joint causing it to fracture. The directions for use instruct the user to engage the ring scroll when retracting it from the eye. The procedure was completed as planned and there was no impact to the pt.

Event description:
The facility reported to the company sales rep that when the surgeon attempted to remove the malyugin ring from the eye the ring broke at the joint. The surgeon was able to remove the ring from the eye and complete the procedure without injury to the pt.